Event description:
It was reported that a patient underwent a gynecological procedure in 2008. The patient had a relatively large uterus with some fibroids and some calcified tissue. During the procedure, after ten minutes of use, the blade stopped spinning. A second device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Blade seized/stopped - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finishing goods release criteria.